Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown accolade tmzf. The information in this report was provided by stryker orthopaedics legal affairs. No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
On (B)(6) 2014, stryker was notified that the patient had an unknown rejuvenate modular or an unknown abg ii modular system was asymptomatic. Subsequently, on (B)(6) 2014, legal received a claim from the patient's attorney alleging that an accolade tmzf hip implanted on or about 4/21/2008 failed causing device to loosen, which was removed on or about on (B)(6) 2013.